Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular lead exhibited noise reversion due to noise and low pacing impedance. The patient will continue to be monitored. The patient was in stable condition.